Event description:
During demonstration at a tradeshow, extension of the tip the tip became dislodged from the device. No patient involved.

Event description:
Device was removed from the sterile packaging and used on chicken and when demonstrating the extension of the tip (the shaft) dislodged from the device.

Manufacturer narrative:
(B)(4). Testing performed: visual inspection the ps210-030se device was received loose (no packaging provided). In gch 700233599 an attached salesforce.com .pdf listed the device's lot # (0205910029) shaft moved freely out of the outer shaft without any usual resistance and was able to be removed from the outer shaft. The shaft was reinserted and the handle halves were separated to gain perspective of internals. When comparing weld marks of the inner shafts from a good device removed from copper slider component and to the weld mark from the complaint device removed from copper slider component, visually it appears as though the weld of the complaint device's alignment, or position, was offset to where the copper contact slider starts to neck upward. The result would be an opportunity to break the weld of the two materials if the slider tips, creating displacement between the two components. If the weld is on the flat it's less susceptible to such disruption if the slider is pivots. Contact points could translate to less strength to separate between the two components. The welds on the copper contact slider appear to be more in relation to the flat feature of the slider on the good device and further away (and variable) in the complaint device. It should be noted that there is copper material transfer to the ss shaft indicated good weld between materials. Investigation conclusion: updated (B)(4) 2013: the complaint was confirmed to exhibit the shaft being easily removed from the device. The alignment (or position) of the weld on the raising surface of the slider rather than on the most flat portion of slider, during the welding process appears to be a contributor of a weld between the two metals either a) not getting a good weld or b) if the weld breaks should the slider tilt. In other words the weld, when resistance weld is performed on the incline surface of the slider, is likely susceptible to breaking of the weld points due to the fused material surfaces being displaced from each other. Manufacturing will be contacted on this finding. Additional discussion points will be appended to this investigation conclusion. Updated (B)(6) 2013: the lot #0205910029, is the distribution center reconfigured packaging work order number. In reviewing the distribution site's work order documentation, the manufactured lot number is #53930, which was a lot manufactured by palo alto. After reviewing the lot history record # 53930, there was a scrapped device for the broken weld following testing. Therefore, there is the evidence that the failure mode existed and there is the evidence that it was being detected. Since (B)(4) manufacturing site no longer exists, this issue is being raised to (B)(4) manufacturing site to bring this manufacturing team in to assess the controls that are in place and to help identify the occurrence and detectability this failure mode in their process. The device involved in this incident was not utilized in a case that resulted in serious injury or death therefore, the incident is not reportable based on patient outcome. Via product analysis it was determined that the device did not meet its product specifications and did malfunction and such a malfunction could occur during a case with a patient and could occur with a similar device. Due to the fact that a device component (shaft) could become dislodged from the device handle potentially presents a risk that the device shaft could become dislodged either in a patient or not in a patient, however it should be noted that the approximate length of the shaft is 5 inches and it is unlikely that a fragment that large would enter and/or remain in a patient if the shaft dislodged. Currently the hazard analysis documentation contains two applicable failure modes for this complaint, the dislodgement of a device component into a patient categorized with a critical severity, or a significant delay in surgery due to device breakage categorized with a moderate severity rating. Following the conservative route the incident was initially deemed reportable based on malfunction although the device component did not make contact with or remain in a patient. Therefore, as initiated by this complaint the hazard analysis documentation, specifically the device dislodgement failure mode, will be update with an addition failure to specify if the device shaft made contact with the patient or not and will carry a severity of critical for patient contact and moderate for non-patient contact. In addition, manufacturing of the associated product has changed location and in changing the location the process was modified to include 3 spot welds instead of the previous 2 spot welds in a effort to increase the robustness of the shaft and limit the shaft dislodgement failures which was verified as effective. Due to a change in the manufacturing processing and update to the hazard analysis documentation to appropriately rate the severity, future instances of the device shaft becoming dislodged will not be deemed reportable based on malfunction unless an adverse event occurs from this failure. (B)(4).

Manufacturer narrative:
(B)(4). Eval method: product received by manufacturer and pending inspection. Eval code results: product received by manufacturer and pending inspection. Eval code conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.